Event description:
Following laparoscopic kidney removal, the patient began to bleed profusely. The surgery had been completed (stapled and cut), was not bleeding, and as soon as tissue was lifted, broke loose. Patient's artery and vein was closed separately (2 physicians), but patient lost an extreme amount of blood. Transfusion was given, however patient died later that day. Surgeon "suspected" that staple gun only fired 1 row of staples instead of 3.